Manufacturer narrative:
At this time, the product will not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned for an unknown issue. No further information is known, at this time. No additional adverse patient effects were reported.

Event description:
Additional information reported from the field representative, indicated that the rv lead had some noise on it and the physician decided to add a new rv lead. When opening the pocket, it appeared that the lead had been previously repaired with a kit and thus the physician cut and surgically abandoned the lead. No further information is known. No additional adverse patient effects were reported.